Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen issue. The touchscreen was intermittent, and slow to accept parameter changes. The customer reported that the screen was clean and there was no evidence of impact damage. The rse recommended that the touchscreen be calibrated. A calibration was performed, and the issue was resolved. The device was reported to have been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.